Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
This is filed to report expulsion, recurrent mitral regurgitation, and tissue damage requiring intervention to remove the embolized clip. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with an anterior (a2/a3) prolapse leaflet and dilated left atrium. One xtw clip was implanted center-medial position with no reported issue. Mr was reduced to grade 1+. On (B)(6) 2022, the medical team reported that the clip had embolized and migrated to the abdominal aorta. A leaflet tear was observed and mr had increased to grade 3-4+. The clip was removed by vascular dissection. The patient remained hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported expulsion (complete clip detachment/ ccd) could not be determined. The reported recurrent mitral regurgitation (mr), embolism and tissue injury appear to be due to the ccd. The reported foreign body removal associated with the clip removal through vascular dissection was a cascading event of the clip embolizing in the anatomy. The reported patient effects of embolism, mr and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.